Event description:
It was reported that the patient's generator was unable to be interrogated and the patient was referred for generator replacement. It was reported that the physician's programming system was able to interrogate other patient's devices ruling out the programming system. Clinic notes dated (B)(6) 2014 note that the generator was interrogated and revealed a completely dead battery and therefore interrogation and diagnostics were unable to be performed. It was noted that parameters that showed up were output current at 0ma. It was noted that the patient would be referred for generator replacement. An implant card was received indicating that the patient underwent generator replacement due to near end of service.

Event description:
The generator was received for analysis. Analysis was completed on 12/18/2014. The pulse generator was interrogated at multiple orientations adjacent to the programming wand. The pulse generator was at a distance of one-inch (spacer block) from the programming wand during the interrogations. The pulse generator interrogated at all orientations. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.